Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a valve replacement procedure on (B)(6) 2018, the atrial lead had become dislodged because of that procedure. The atrial port was plugged and the lead was explanted on (B)(6) 2018. The patient¿s condition post procedure was stable and would continue to be followed normally.